Manufacturer narrative:
Only the patient line tubing, main line tubing, drainage bag, catheter, and tuohy needle were returned. The stopcock was not returned. The patient line was tied to the drainage bag inlet connector. All of the returned components met the requirements for patency and leak testing when tested individually. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the doctor found the device to be leaking after the operation. According to the report, a new device was used to complete the surgery. Reportedly, the patient's current status is normal.